Manufacturer narrative:
We checked the returned unit and confirmed that the air pump air feeding failure. Based on the result, we concluded that it was caused due to the excessive shock applied on the air pump. In addition, we confirmed that the scope connector mechanical unit loosened, and the xenon lamp worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air pump failure.